Event description:
During a normal device change out the pacing and sensing portion of this lead was capped due to high pacing thresholds. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.